Event description:
It was reported that the patient experienced major mediastinal bleeding. Between 4 and 8 units of red blood cell count (rcc) was transfused to the patient. Re-operation was performed. There was no anticoagulant therapy at the time of the event. The clinical values that were obtained were international normalized ratio (inr) of 1.3, activated partial thromboplastin time (aptt) of 34 seconds and platelet (plt) levels of 7.8 x 10000/ul. The cause of bleeding was related to the implant procedure. There was no causal relationship with the device.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported mediastinal bleeding could not conclusively be established through this evaluation. The patient remains ongoing on the heartmate ii left ventricular assistant device, serial number (B)(4). No product available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.